Event description:
It has been reported that the patient received an mmc cup 62mm/54mm code t, left side, on (B)(6) 2011. On (B)(6) 2012, it was discovered that the patient is experiencing loosening of the cup. The patient is currently being monitored at the time of this report.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an updated report will be submitted. (B)(4).